Event description:
The customer reported observing a leak under the rocker bed area involving the coulter lh 750 hematology analyzer. The volume of the leak is unknown but the customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with the event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and observed that the source of the leak was a loose tubing at the flowcell. The fse replaced the tubing to resolve the leak and ran samples to confirm repair. The fse stated that the instrument did not generated differential results and proceeded to replace the tubing and actuator for pinch valve vl48. No further issues were observed and repair was verified per established procedures. Failure mode of the leak is attributed to a loose tubing at the flowcell and failure mode of the differential voteout is attributed to the tubing and actuator at pinch valve vl48. Beckman coulter internal identifier for this report is (B)(4).